Manufacturer narrative:
The user facility originally notified conmed of a "possible pt burn" in 2007. Repeat contacts for more info went unanswered. At approx 6 weeks later, a med watch report was rec'd from FDA for this event. This report indicated a serious injury had occurred. Conmed is again attempting to obtain the details of this reported event. A supplemental report will be filed.